Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was diagnosed with a pericardial effusion with high inr, due to lead dislodgement.